Event description:
The customer reported a coulter lh 500 hematology analyzer was leaking from the sweep-flow foam trap and generating +12v errors. The leak was not contained to the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak; there were no reports of biohazard exposure to the leak. There were no erroneous results generated and no impact to patient treatment in connection with the leak.

Manufacturer narrative:
The customer contacted beckman coulter (bec) customer technical support (cts) to troubleshoot the instrument. The customer observed a disconnected tube from the sweep-flow foam trap behind the complete blood count (cbc) module. The leak was resolved when the customer reconnected the tubing to the sweep-flow foam trap. There were no further reports of leaks. Bec field service was not dispatched. (B)(4).